Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached middle of life (mol) 2. Premature battery depletion was questioned.